Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient did not recall being instructed to contact their healthcare provider¿s office to schedule an appointment to clear the por. The recommendation was given again, as that is the only way to clear the code. There were no patient complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/ sacral nerve stim. It was reported that the patient was getting a warning por (power-on-reset) message on their programmer (pp). It was also noted that they had a CT scan on (B)(6) 2018. It was recommended that they follow up with their healthcare provider. There were no patient complications reported as a result of this event.